Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had caused the patient to experienced muscle stimulation and pocket stimulation. This lv lead was surgically abandoned. No additional adverse patient effects were reported.